Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose level was 167 mg/dl at the time of the incident. The customer was advised to refer to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted.